Event description:
It was reported that the fiber broke outside of pt while lasing. Emergency stop was hit. This info is documented as reported to trimedyne.

Manufacturer narrative:
Note: the MFR completed all of the info on this form. Eval summary: note: the following info is considered to be confidential. A visual examination was performed on the returned product. Proximal end: no defects were found on the fiber and optical sleeve surface. Distal end: the fiber was broken and separated between the metal connector and the strain relief boot. The customer did not return the separated piece for evaluation. Possible cause(s): excessive force placed on the fiber near the connector, causing fiberoptic break/separation, contrary to instructions for use.